Manufacturer narrative:
No product has been returned for eval. Therefore, no conclusion can be drawn.

Event description:
Attorney allegations of mesh implant in 2005 and mesh explant and surgery for repair of small bowel perforation approx. In 2006. Also, alleges that pt "has suffered and will continue to suffer physical pain and mental anguish."